Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was not able to provide the procedural and completion details. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at 00:00. Upon functional testing, the fse found that the pd assy rear panel was broken. To resolve the issue, the fse replaced the pd assy rear panel. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system is not turning on. The system is stuck at 00:00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of the complaint.